Event description:
It was reported that during the procedure, the helix of the right atrial (ra) lead could not be extended into the myocardium, even after attempting to withdraw the guidewire. The lead also showed high capture thresholds, abnormal impedances, and undersensing. Consequently, the lead was replaced with a new one of the same model, which was successfully implanted into the atrium on the free wall side. No adverse effects on the patient were reported. The original lead is expected to be returned.